Event description:
On march 22, 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was displaying an ¿apply sample¿ message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5pm on the same day of the call to lifescan. The patient does not currently take any medication for their diabetes. The patient denied developing any symptoms. The patient reported performing a blood pressure test but did not report any medical treatment. The patient denied testing on any other device. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any symptoms or any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.